Event description:
Reporter has been following pt with history of macular degeneration. Vision is 20/30 and decreasing slightly. Metal particle detected post-op on iris, close to pupil, but no inflammation. Uses two handed technique to phaco. Initial surgery was uneventful.